Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported unknown side "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, b6, d1, d4, d6a, d6b, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.